Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 350 mg/dl, and was 420 mg/dl at the time of call. Customer had symptoms of dry mouth, stomach pain, and tight chest. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that infusion set was not connected properly and quickset and time on insulin pump was set to pm instead of am. Customer was advised to monitor situation and to correct for high blood glucose.